Event description:
It was reported that complete heart block occurred. A lotus edge valve and small safari guidewire were selected for a transcatheter aortic valve replacement procedure. Access was gained through the right transfemoral. The patient went into complete heart block during valve deployment. The patient received a permanent pacemaker directly after the implant.